Event description:
The pt fell on the floor while getting off the table after a scan. She sustained a broken femur. The operator did not lock the table. He was holding the table with his leg and could not assist the pt off the table. Normal procedure is to lock the table during pt transfer. The operator manual warns to assist the pt during pt/table operations and discusses use of the table lock. No malfunction of the system was reported.